Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced stimulation in the wrong location. Subsequent information indicated that she met with her physician and with the company rep for the event. The neurostimulator was successfully reprogrammed. It was noted that the pt was scheduled for revision surgery on (B)(6), 2011 because her battery had moved out of the pocket and was painful. The physician was going to implant the device deeper in the pocket of the pt. If additional information is rec'd, a f/u report with be sent.